Event description:
Caller states that patient 1 received a result of 4.5 inr on the device and 2.66 inr on a comparison lab. Patient 2 reportedly tested 4.0 inr on the device and 3.04 inr on a comparison lab. Patient 3 reportedly tested 3.3 inr on the device and 2.49 inr on a comparison lab. No action was taken based on device results. No adverse event reported for any patient listed. Requested return of suspect device and replacement was sent.

Event description:
Caller states that patient 1 received a result of 4.5 inr on the device and 2.66 inr on a comparison lab. Patient 2 reportedly tested 4.0 inr on the device and 3.04 inr on a comparison lab. Patient 3 reportedly tested 3.3 inr on the device and 2.49 inr on a comparison lab. No action was taken based on device results. No adverse event reported for any patient listed. Requested return of suspect device and replacement was sent.

Event description:
Caller states that patient 1 received a result of 4.5 inr on the device and 2.66 inr on a comparison lab. Patient 2 reportedly tested 4.0 inr on the device and 3.04 inr on a comparison lab. Patient 3 reportedly tested 3.3 inr on the device and 2.49 inr on a comparison lab. No action was taken based on device results. No adverse event reported for any patient listed. Requested return of suspect device and replacement was sent.